Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD).

Event description:
New information received notes programming changes were made. The patient was awake and alert.